Event description:
The pt has experienced three instances of catheter fracture in approx the same area of peritoneal catheter (1 cm below valve). This catheter was implanted on 10/21/90 and explanted on 8/20/96. (See also 2021898-1998-00138, -00139.)